Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri implantable pacing lead, implanted: (B)(6) 2013. A2dr01 implantable pulse generator (ipg), implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the thresholds appeared to rise acutely on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.